Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the images depict the disengaged circular seal next to the trocar and cannula. There is a witness mark in the circular seal close to the middle. It was reported that the seal disengaged from the port. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy via laparoscopic when the first black charge was used. The device was introduced, and it already had a leak of gas at the beginning of the surgery. The device seal loosened and came out stuck to the charge. To complete the case, the surgeon continued operating with a permanent device. There was no patient injury.